Event description:
It was reported that the patient experienced repeated occlusions since (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support. No additional information was provided.